Event description:
The patient received two percutaneous leads (from the same lot) in the occipital region as part of her pns system (off-label). It was reported the right side of the patient's neck was very swollen and caused her pain near the lead site. She stated she felt the lead beneath the skin. She also reported she went to a physician therapist who informed her that the back of her neck and the lead site was blue. Follow-up indicated the patient was scheduled to see her physician regarding the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.